Event description:
Event description guidant received information that two implanted leads were capped and surgically abandoned. The right ventricular lead was observed to have insulation damage. The right atrial lead was suspected of having a conductor coil fracture. Two new leads were successfully implanted.